Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high pacing threshold and loss of capture on the right ventricular channel. Additionally, rising, but within range, shock impedance measurements on the right ventricular channel and pacing impedance measurements on the left ventricular channel were observed. It is suspected that micro dislodgement is the root cause of this. Reprograming of the device and a potential system revision were discussed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe event or problem field, h1: type of reportable event, h6: impact codes.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high pacing threshold and loss of capture on the right ventricular channel. Additionally, rising, but within range, shock impedance measurements on the right ventricular channel and pacing impedance measurements on the left ventricular channel were observed. It is suspected that micro dislodgement is the root cause of this. Reprograming of the device and a potential system revision were discussed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that a system revision was performed.